Manufacturer narrative:
A visual assessment of the returned system inserter showed an instrument with minimal use, as identified by crisp laser markings and a lack of surface scratches. The threaded distal tip that engages with system implants was present, but not connected to the internal rod. The pin that secures the external threaded rod to the internal rod was not present. A functionality assessment was not performed due to the damaged condition of the returned system inserter, which was removed from distributable inventory. A DHR review was performed for the instrument complaint lot and there were no manufacturing anomalies identified. The DHR paperwork included a visual inspection of the welds with a passing result. The instrument lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 10/03/2022. The distal end of the system inserter engages with the system implants with a threaded rod. The threaded rod would not rotate as intended to unlock from the implant because it had separated from the internal rod of the instrument. The threaded rod at the distal end of the system inserter is connected to the internal rod of the instrument with a pin that is welded to secure the assembly. The pin of the returned system inserter was missing, and the weld appeared to have separated. The missing pin was discovered during the surgical procedure and discarded at the facility. The root cause of this complaint cannot be reliably determined. There have not been any other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor the field for complaints of non-functional system inserters.

Event description:
The manufacturer was made aware of a product complaint on 3/13/2024. It was reported that a system inserter would not function as intended and was requested to be replaced. The complainant stated the system inserter would not unlock from the implant after being placed. The implant was removed and replaced with an alternate available inserter to successfully complete the procedure. There were no known patient complications associated with this complaint. An RMA# was issued for return of the complaint instrument, which was received at the manufacturer for assessment on 3/15/2024.